Event description:
Patient complained of an unintended stimulation output during electrotherapy treatment. The patient received a burn from the stimulation. The burn was in the area of treatment under the electrode.

Manufacturer narrative:
The customer did not return the device for evaluation. Since the device was not returned for evaluation, no root cause can be determined. Additional information will be provided via the form 3500a, if required.